Event description:
Product analysis was completed. Bench leads and test gauge were inserted into and removed from the header cavity with no difficulties. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. The lead connector was inserted completely in a representative pulse generator header, and no anomalies that could prevent proper insertion were identified. The closest electrode to the bifurcation has creases/bends on the electrode ribbon most likely caused during manipulation of the lead by the user. The lead electrodes and the anchor tether were installed in a training fixture with no anomalies identified that would prevent placement of the electrodes or anchor tether. The condition the returned lead is consistent with conditions that typically exist following manipulation of the lead. Review of the lead manufacturing history records confirmed all quality tests were passed prior to distribution.

Manufacturer narrative:
Review of manufacturing history records performed. Review of generator manufacturing history records confirmed that all quality tests were passed prior to distribution.

Event description:
It was reported that the vns surgeon attempted to implant a generator per manufacturer labeling, but while inserting the lead pin into the generator header, the pin would not pass through the connector block. The surgeon reported upon inspection of the generator that the screw was not closed, there was no visual contamination, and no other anomalies noted. A new lead and generator were then successfully implanted. Lead impedance following surgery was within normal limits. The explanted generator and lead were returned to the manufacturer along with the torque wrench and test resistor. However, product analysis has not been completed to date. The return product form indicated the reason for return as "the lead could not be inserted/fixed securely".

Event description:
It was reported that the surgeon is very experienced and there was a vns representative (distributor) present at surgery to provide guidance which was unsuccessful, as the lead was unable to connect into the generator successfully. At that time, the vns representative asked if the generator could just be replaced since the lead was already in place implanted within the patient, but the surgeon elected to replace the lead as well.